Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: monument, manufacturing date: 18-sep-2018, expiration date: 01-sep-2028, part number: 04.037.257s, 12mm/130 deg ti cann tfna 360mm/left- sterile, lot number: h728021 (sterile), lot quantity: (B)(4). One piece was scrapped for a cannulation runout failure. The remainder of the lot was 100% inspected for this feature and determined to be acceptable. One piece was scrapped, after being dropped. Work order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria apart from the one piece (runout failure) noted. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h571519, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree tfna, bp55, lot number: l948123, lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, bp58 lot number: h702515 lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h693726, lot quantity: (B)(4). Certified test report supplied by perryman company dated 31-may-2018 was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the tfna fem nail ø12 le 130° l360 timo15 (part #: 04.037.257s, lot #: h728021) was received at us customer quality cq. Upon visual inspection, the nail has broken. The broken fragment was not returned. Drill marks were visible in the area of the breakage. Scratches were also visible on the surface of the returned broken nail. Device failure/defect identified? Yes. Dimensional inspection: a dimension inspection was performed in an area not affected by the breakage specifications shaft diameter measured dimension shaft dimension device used: hand micrometer . Document/specification review: drawing(s) reviewed: current and manufactured revisions no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the device was received being broken at its proximal hole. Although no definitive root cause could be determined based on the provided information; it is likely that the device experienced external forces/stresses higher than what the device was validated to withhold. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Pie-1445926 has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: concomitant device reported: tfna scr perf l100 tan (part#: 04.038.200, lot#: 11l5684, quantity: 1). Unk - screws: locking (part#: unknown, lot#: unknown, quantity: 1). Unk - end caps: tfna (part#: unknown, lot#: unknown, quantity: 1). This (B)(4) captures the event regarding the long nail while (B)(4) captures the event regarding the short nail. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: damage visual inspection: the tfna fem nail ø12 le 130° l360 timo15 (part #: 04.037.257s, lot #: h728021) was received at us cq. Upon visual inspection, the nail has broken. The broken fragment was not returned. Drill marks were visible in the area of the breakage. Scratches were also visible on the surface of the returned broken nail. Device failure/defect identified? Yes. Dimensional inspection: a dimension inspection was performed in an area not affected by the breakage. Document/specification review: no design issues or discrepancies were identified. The complaint was confirmed. Investigation conclusion: this complaint is confirmed as the device was received being broken at its proximal hole. Although no definitive root cause could be determined based on the provided information; it is likely that the device experienced external forces/stresses higher than what the device was validated to withhold. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. (B)(4) has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within (B)(4). Device history lot: manufacturing location: monument, manufacturing date: sep 18, 2018, expiration date: sep 01, 2028, part number: 04.037.257s, 12mm/130 deg ti cann tfna 360mm/left- sterile, lot number: h728021 (sterile), lot quantity: (B)(4). One piece was scrapped in cell at op #30, gundrill, for a cannulation runout failure. The remainder of the lot was 100% inspected for this feature and determined to be acceptable. One piece was scrapped in cell at op #210, sterile pack, after being dropped. Work order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, in-process / inspect dimensional / final, ns071311 met all inspection acceptance criteria apart from the one piece (runout failure) noted. Inspection sheet, tfna assembly inspection, ns067861 met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Scn 15477 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.4, wave spring, shim ended, bp55. Lot number: h571519. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley dated 26-jun-2018 were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree tfna, bp55, lot number: l948123, lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h702515, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h693726, lot quantity: (B)(4). Certified test report supplied by (B)(4) dated may 31, 2018 was reviewed and determined to be conforming. Lot summary report dated july 19, 2018 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review: mar 01, 2021: DHR reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent for a removal surgery. During the surgery, removed the nail and replaced it with a prosthesis. Previously, in (B)(6), 2020, the patient had a surgery with a short nail, and this was replaced with a long nail in may after breakage. Since november the patient was in pain. It was unknown if the removal surgery completed successfully. The patient outcome was unknown. Concomitant device reported: tfna screw perf l100 tan (part# 04.038.200s; lot# 12l1355; quantity: 1) unknown locking screw (part#: unknown, lot#: unknown, quantity: 1) this complaint involves four (4) devices. This report is for (1) 12mm/130 deg ti cann tfna 360mm/left-sterile this report is 1 of 1 (B)(4).